Event description:
It was reported that the 9800 system would not boot up prior to a case. No patient was involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive and reloaded the software. The system operates as intended.